Event description:
A complaint was received on a customer's freestyle blood glucose meter. The customer felt his blood glucose was low. The customer thinks he went to do a test and could not get the strip to take blood. The customer could not recall fully as he blacked out and was taken to hospital. The customer believes the meter did not read as he was unable to get a reading with a large number of strips from this lot. No strips are being returned as he had used them up.